Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump was malfunctioning. Customer's blood glucose level at the time 804 mg/dl. It was also mentioned that the customer was hospitalized. Unable to complete troubleshooting.